Manufacturer narrative:
Insulin pump received with ghosting display when pressing the buttons due to faulty lcd driver. Insulin pump received with cracked case at display window corner, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.